Event description:
It was reported that the device when last interrogated stated that there was an estimate of thirteen months left before recommended replacement time (rrt) when it is now at rrt four months later. It was also indicated that there was frustration with the longevity interval provided and that it was misleading. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.